Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws of the instrument was difficult to open. Procedure was completed with the same like device. There was no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? --2nd firing. What vessel or structure was the device fired on at the time of the event? - cystic duct. Was the clip fully advanced into the jaws prior to firing? -- yes. Was there any torquing or twisting of the device present at the time of firing?--none. Was any unexpected resistance felt while firing the trigger? -- yes. Were any unexpected noises heard? --no if so, when? Did anything unexpected happen prior to this incident?--none. Was the device fired after this incident in or out of the patient? During surgery. What were the indications for surgery? What was found? - lap chole. Does the patient have any relevant history of surgical treatments? If so, what?--none. Did somebody other than the primary surgeon fire the instrument? No, only the surgeon, if so, whom? The analysis results found that one device was noted to have the tip of the advancer bent; no functional test could be performed due to the condition of the returned device. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, scratches were noted on clip track. Scratches were caused by the friction between the bent advancer and clip track. One possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review.